Event description:
On (B) (6) 2008, the patient reported that he received an e6 (mechanical) error and while attempting to clear the error by removing the insulin cartridge, the plunger remained attached to the piston rod. He stated that 20-30 units of insulin spilled into the cartridge compartment. The patient dried the cartridge compartment with a cotton swab and removed the plunger from the piston rod. He was able to complete the change cartridge procedure. He was educated on the proper technique for removing the insulin cartridge. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No products will be returned for evaluation.